Manufacturer narrative:
The cot was evaluated by an authorized field technician at the complainants site. A visual and functional evalaution was conducted. The technician noted the safety release handle was bent. The customer could not provide details as to how the handle became bent. The IFU provides clear instruction for proper unloading of the cot and having a secondary operator verify the cot has engaged the safety hook prior to pulling the cot past the threshold. In addition, the IFU advises to check equipment prior to every use of the cot. No further details were provided pertaining to the alleged injury to the medic or if any medical intervention was sought. The safety release handle will be replaced.

Event description:
Complainant alleges while attempting to uload the cot with a patient loaded, the cot did not engage the safety hook. The cot came out of the ambulance allegedly injurying a medic. No injury details have been provided other than they were minor in detail. No injury to the patient was reported.